Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) instrument and performed a device evaluation. Failure analysis confirmed the reported complaint. The pch instrument was found to have a damaged insulation on the conductor wire with the electrical wires exposed. The distal clevis ear was cut off to inspect if there was weld damage and none was found. It was noted that the pch instrument had thermal damage on the monopolar yaw pulley which was likely caused by the damaged conductor wire insulation. It was noted the pch instrument had 7 lives remaining. No image or procedure video was provided by the site for review. A site log review was conducted and it was confirmed that the pch instrument (part #470183-11, lot # t10171206-0062) was last used on (B)(6) 2018 during a cholecystectomy procedure with system sk0496. A system/instrument log review was conducted and found another pch instrument part# 470183-11, lot# t10171206-0043 pr ID# (B)(6) was used during the same procedure. Refer to the MDR with patient identifier #(B)(6) for the other pch instrument that allegedly arced during the surgical procedure. This complaint is being reported because damage to the weld or conductor wire of the instrument could lead to unintended electrical discharge at a location other than intended. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information that are blank were either unknown or unavailable. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. This reported issue occurred on the instrument's 3rd usage and, therefore, had not expired. Implant date is blank because the product is not implantable. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a permanent cautery hook (pch) instrument allegedly arced electrical energy proximal to the tip of the instrument. The procedure was completed and there was no report of patient harm, injury, or adverse outcome. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information regarding the reported event: during the case, it was alleged that a pch instrument would not stop arcing. As a result, the pch instrument was replaced with another pch instrument. It was reported that the patient actually sustained a few burns to the liver. The customer indicated that ¿the unintended burning on the liver due to arcing was minor and insignificant.¿ the burn area was smaller than 1 mm in area. The customer further explained that ¿the burning can typically occur in this type of procedure since burning in the back wall near the liver is required.¿ the customer indicated no additional procedure or intervention was required. There were no post-operative complications. There was no burning in the bowel area. The pch instrument and cannula were inspected prior to use. There were no instrument collisions involving the pch instrument and no fragments fell off the instrument.